Manufacturer narrative:
Olympus received the thunderbeat hand instrument for evaluation. The evaluation did confirm the user's experience. The teflon pad was found melted and partially peeling in the center. The probe had a crack at 13 mm from the distal end. In addition, abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The damage was attributed to continuous activation of the output without grasping any tissue in the grasping section, which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed). The device was tested using an esg-400/usg-400 and a "short circuit" error was displayed.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy procedure, the teflon pad on the thunderbeat hand instrument separated from the jaw after 10-12 seal and cut cycles. The procedure was finished with a different but similar instrument. There was no pt injury reported.